Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-may-2023. H6: investigation summary our quality engineer inspected the 3 photos and 2 samples submitted for evaluation. The reported issue of needle clogged / blocked was confirmed upon inspection and testing of the samples. Analysis of the samples showed that one of the samples failed our clogged needle inspection. Bd determined that the cause of the failure was related to our manufacturing process, and actions have been made to prevent this failure.

Event description:
It was reported while using bd eclipse¿ needle the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: we have two more needles today that we were attempting to use on a patient to numb locally with lidocaine where nothing would come out of them as if there was no hole/opening.

Event description:
It was reported while using bd eclipse¿ needle the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: we have two more needles today that we were attempting to use on a patient to numb locally with lidocaine where nothing would come out of them as if there was no hole/opening.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.